Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging from 300-409 (mg/dl). Supply changes and manual injections were used to address bg levels. Reportedly, the customer believed the pump was the cause of the elevated bgs levels as the customer's bg levels came down with manual injections but not insulin delivered by the pump. System check with tandem technical support indicated the pump was delivering as intended. The customer did not wish to remove the infusion set site during troubleshooting as the customer had changed it recently. The customer's bg level had lowered to 281 (mg/dl) at the time of the initial report. Multiple follow up attempts were made to determine if the customer's bg level had returned to target. However, no additional information was provided.